Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the completed lead was returned. Visual inspection noted setscrew makrs on the terminal pin an ring, blood/body fluid in the lumen and the helix housing and cuts and stretched conductor coils on the lead. Detailed analysis noted there were two insulation abrasions on this flextend lead, a lead-on-can abrasion 65-77mm from the terminal pin, and a lead-on-lead abrasion 140 - 148mm from the terminal pin. In this case, we believe the abrasion to be result of lead-on can and lead on lead contact coupled with pressure and movement. The lead was put through electrical and hipot testing which were both passed successfully.

Event description:
Boston scientific received information that during a normal device insulation damage was noted on this right atrial (ra) lead. Due to the vein being closed a revision was scheduled for another date. It was noted that a procedure took place but a new lead was not possible to implant due to the closed vein. A new lead was implanted and this ra lead was explanted and returned for analysis. No adverse patient effects were reported.